Event description:
It was reported that during a meniscus repair, the implant threads of 3 fast-fix were broken. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
D4, expiration date added. H4, device manufacture date added. D4, lot number was corrected.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the implant threads of 3 fast-fix were broken. The broken pieces were retrieve with other hand tools and catching equipment. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B4 and h6 updated.

Manufacturer narrative:
D4, lot number was added. H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the devices show that they were returned in one original box with the batch number of the complaint on the label. There were no t1/t2/sutures returned for any of the three devices. Device one: the actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. Device two: the actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. Device three: the actuator is in the pre-t2 position. There is bio debris on the needle. A functional evaluation of the devices show all three cycle as intended. No fracture of the implant could be confirmed. Additional material testing is not required. The complaint was not confirmed and root cause could not be established since the sutures were not returned for evaluation. Factor that may have contributed to the reported event include use of sharp instruments to manage or control the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the assembly process found multiple inspections for damaged sutures. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.